Event description:
On (B)(6) 2025, the iliac leg graft that was placed in the index procedure along with the zenith flex aaa endovascular graft bifurcated main body was identified as a zenith flex aaa endovascular graft iliac leg. Imaging provided during the investigation provided the identification of the concomitant device that had a type 1b endoleak. The type 1 b endoleak on the concomitant device is captured in MDR #1820334-2025-01467.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a type 1a endoleak occurred on a cook zenith flex aaa endovascular graft bifurcated main body. The patient had the graft implanted during an endovascular aortic repair (evar) procedure for an abdominal aortic aneurysm (aaa) on (B)(6) 2010. The patient presented with a type 1a endoleak, which was confirmed by catheter angiogram on (B)(6) 2025 and computed tomography angiography (cta) scan on (B)(6) 2025. It was reported the graft had separated where the fabric attached to the supra renal stent on the zenith flex aaa endovascular graft bifurcated main body. After the event of a type 1a endoleak was reported, the physician indicated that the patient did not want further treatment. However, the cook representative was later contacted on (B)(6) 2025 for a plan for a custom-made device. Still images of the CT angiogram were sent by the cook sales representative to the physician on (B)(6) 2025. The cook sales representative indicated that ¿as discussed yesterday, one option for a graft design would be a fenestrated cuff which would seal proximally above the ca and distally into the existing graft above the aortic bifurcation. As access is restricted on the right side, the graft could be planned on the modified preloaded delivery system, this allows the renal arteries to be cannulated and stented from below through the delivery system and the sma and ca can be cannulated and stented from above. There is still the issue of the 1b on the right side.¿ communication took place between the physician and the cook sales representative regarding the custom-made device plan from (B)(6) 2025 to (B)(6) 2025. The physician contacted the cook representative on (B)(6) 2025 to report that the patient had presented with abdominal pain on (B)(6) 2025 and was admitted to the hospital and then treated with a competitor's device. The cook representative asked the physician how treatment was rendered on the right side. The physician responded that the 22 french sheath was on the left, but to extend on the right, the limb was accessed, and the competitor¿s devices were dilated to 10.6 and that was enough to reline the limb with a few competitor¿s devices. The iliac leg graft that was placed in the index procedure along with the zenith flex aaa endovascular graft bifurcated main body was identified as a zenith flex aaa endovascular graft iliac leg. Imaging provided during the investigation provided the identification of the concomitant device that had a type 1b endoleak. The type 1 b endoleak on the concomitant device is captured in MDR #1820334-2025-01467. The patient was reported to be doing well after the intervention. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), drawings, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging was provided and reviewed by an expert image reviewer who reported: ¿the type ia endoleak was likely the result of proximal aneurysm growth from the type ib endoleak. The risk of proximal seal zone expansion was also increased by sealing stent implantation at least one centimeter inferior to the renal arteries. The ib endoleak was likely the result of dissection related to a remote intervention on a chronic right iliac leg occlusion. The sealing stent sutures failed from the chronic increased stress of pulsation pressure on the unsupported sealing stent.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed zero in-process discrepancies. It should be noted that no other lot related complaints have been received from the field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev2 ¿zenith flex aaa endovascular graft with the z-trak introduction system¿ provides the following information to the user related to the reported failure mode: 2 indications for use: the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: ¿ adequate iliac/femoral access compatible with the required introduction systems. ¿ non-aneurysmal infernal aortic segment (neck) proximal to the aneurysm: - with a length of at least 15 mm - with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18mm, - with an angle less than 60 degrees relative to the long axis of the aneurysm, and - with an angle less than 45 degrees relative to the axis of the suprarenal aorta. ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) 4 warnings and precautions: 4.1 general ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. ¿ intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. ¿ key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. 4.3 implant procedure ¿ do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. ¿ to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac risk of renal failure and subsequent complications. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. ¿ the zenith flex aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional devices in the region of the suprarenal stent. ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. ¿ surgical conversion to open repair. Pre-implant determinants verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification. 12 imaging guidelines and post-operative follow-up 12.1 general all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ patients should be counseled on the importance of adhering to the followup schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular physicians should evaluate patients on an individual basis and prescribe their follow-up relative to the needs and circumstances of each individual patient. The recommended imaging schedule is presented in table 12.1.1. This schedule was used in the pivotal trial, and is recommended even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, review of imaging, and the results of the investigation, a definitive cause for the failure could not be determined. However, it is possible that patient condition and the procedure itself contributed to the failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the a type 1a endoleak occurred on a cook zenith flex aaa endovascular graft bifurcated main body. The patient had the graft implanted during an endovascular aortic repair (evar) procedure for an abdominal aortic aneurysm (aaa) on (B)(6) 2010. The patient presented with a type 1a endoleak, which was confirmed by catheter angiogram on (B)(6) 2025 and computed tomography angiography (cta) scan on (B)(6) 2025. It was reported the graft had separated where the fabric attached to the supra renal stent on the zenith flex aaa endovascular graft bifurcated main body. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E1: phone number: (B)(6). H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: b1, b2, h1, e1 title, e3 occupation. Additional information: b5, h6 (annex e & annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. After the event of a type 1a endoleak was reported, the physician indicated that the patient did not want further treatment. However, the cook representative was later contacted on (B)(6) 2025 for a plan for a custom-made device. Still images of the CT angiogram were sent by the cook sales representative to the physician on (B)(6) 2025. The cook sales representative indicated that ¿as discussed yesterday, one option for a graft design would be a fenestrated cuff which would seal proximally above the ca and distally into the existing graft above the aortic bifurcation. As access is restricted on the right side, the graft could be planned on the modified preloaded delivery system, this allows the renal arteries to be cannulated and stented from below through the delivery system and the sma and ca can be cannulated and stented from above. There is still the issue of the 1b on the right side.¿ communication took place between the physician and the cook sales representative regarding the custom-made device plan from (B)(6) 2025 to (B)(6) 2025. The physician contacted the cook representative on (B)(6) 2025 to report that the patient had presented with abdominal pain on (B)(6) 2025 and was admitted to the hospital and then treated with a competitor's device. The cook representative asked the physician how treatment was rendered on the right side. The physician responded that the 22 french sheath was on the left, but to extend on the right, the limb was accessed, and the competitor¿s devices were dilated to 10.6 and that was enough to reline the limb with a few competitor¿s devices. The patient was reported to be doing well after the intervention. An additional report for the type 1b endoleak on an unknown device was reported under MDR#1820334-2025-01467.